Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer¿ k2e 7.2mg plus blood collection tubes experienced stopper creep out or loose closure and foreign matter in tube biological and non-biological. This event occurred 100 times. The following information was provided by the initial reporter: translated to english. The customer stated there were "crooked lids on edta tubes. The phlebotomist noticed a whole tray with crooked lids on the edta tubes." This event occurred 100 times. The following information was provided by the initial reporter: the customer stated crooked lids on edta tubes phlebotomist noticed a whole tray with crooked lids on the edta tubes.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 12/7/2020 h.6. Investigation: bd received 2 samples and 1 photo from the customer for investigation. The photo was reviewed and the customer¿s indicated failure mode for crooked stopper with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for crooked stopper with the incident lot was observed. This type of defect is generally associated with a timing issue on the metro (the equipment which inserts the rubber stopper into the hemogard cap). Also, evaluation of the sample and photo provided showed spotting of additive in the bottom of the tube. Due to the size of the deposit the additive has yellowed slightly on irradiation. This is recognized to be an aesthetic defect with no impact on the efficiency of the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. See h.10.

Event description:
It was reported the bd vacutainer® k2e 7.2mg plus blood collection tubes experienced stopper creep out or loose closure and foreign matter in tube biological and non-biological. This event occurred 100 times. The following information was provided by the initial reporter: translated to english. The customer stated there were "crooked lids on edta tubes. The phlebotomist noticed a whole tray with crooked lids on the edta tubes." This event occurred 100 times. The following information was provided by the initial reporter: the customer stated crooked lids on edta tubes phlebotomist noticed a whole tray with crooked lids on the edta tubes.